Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The reported event for leaflet damaged while capturing was confirmed based on the information provided. Available information suggests patient factors (i.e., extreme calcium, very thin, pliable leaflets, and cleft between p2/p3) likely contributed to the event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event.

Event description:
Edwards received notification of a pascal in mitral procedure where leaflet damage occurred intra-procedure. Valve was extremely difficult with multiple jets, extreme calcium, very thin pliable leaflets, and a cleft between p2/p3. The first device was deployed successfully. The second device was grasped 3-5 times near the cleft. Physician moved lateral and grasped leaflet. A flail was made on the posterior leaflet due to multiple grasping attempts on poor leaflet integrity too thin to be visualized. A flail was left between the two devices that was unable to be grasped due to leaflets being too thin to be visualized. Procedure was completed. The mr (mitral regurgitation) was not reduced.